Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no display on flexvision monitor on reboot. Review of the system log file shows that the connection was lost with the flexvision pc. Fse reseated the grabber cards, reloaded the flexvision operating system and application software and the issue persisted. The issue was corrected when the hard drive was moved back to the first hard drive slot, connected the keyboard to flexvision pc, and the system was rebooted continuously while the f12 button was pressed. Once this was completed, the flexvision displayed as expected. It was found that the monitor configuration data was missing. These were manually entered for the flexvision monitor and the customer completed the set-up for the layout of the touch screen module (tsm). After repair system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20/15 system could not display on the flexvision monitor on the reboot of the system. The system was not in clinical use and no harm has been reported. The system was evaluated by a technician who reseated the grabber cards, reloaded the flexvision os and application software and the issue persisted. The issue was corrected when the hard drive was moved back to the first hard drive slot, connected the keyboard to flexvision pc, and the system was rebooted continuously while the f12 button was pressed. Once this was completed, the flexvision displayed as expected. It was found that the monitor configuration data was missing. These were manually entered for the flexvision monitor and the customer completed the set-up for the layout of the tsm. Philips has started an investigation of the complaint.